Manufacturer narrative:
(B)(4). The UDI is unknown because the part and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. A conclusive cause for the reported stent fracture could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that two years' post-implant, the absolute pro self-expanding stent fractured in the mid-superficial femoral artery which was heavily calcified. Intervention was required. The patient status is not available at this time. No additional information was provided.